Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing post-operative diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed but the stimulation reportedly continued. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No reprogramming was performed for the second instance of diaphragmatic stimulation which had reportedly resolved.